Event description:
The customer reported the system was stuck in the upright position. No reports of patient or staff injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The tables tilt and vertical potentiometers were replaced. The system was tested and found to be working as intended, and put back into service.